Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted on (B)(6) 2007. According to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment and procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml17011202 could not be matched to the upn provided. (B)(6).